Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse just swapped over to rewarming patient about 15 minutes ago and was concerned patient temperature (pt) dropping in an arctic sun device. Targeted temperature (tt) was 37c, patient temperature (pt) was 34.7c. Rewarming settings. Rewarm from 35c to 37c at 0.25c per hour. Had them adjust cool patient temperature (pt) to current patient temperature (pt) 34.7c and that change reflected on rewarm settings. Therapy running. Water temperature (wt) was 32.9c, water flow rate (wfr) was 2.2 l per m. Advised to monitor patient temperature (pt) for the next hour and if patient temperature (pt) decreases and water temperature (wt) was not increasing then call back. Sn (B)(6). Nurse stated they called recently regarding the patient not rewarming. They adjust the rewarming settings, but the patient's temperature had dropped more. Patient was 34.7c and the rewarm from was set to 34.7c. Patient temperature (pt) was now 34.3c and the water temperature does not seem warm. Confirmed current water temperature was 28.7c. Targeted temperature (tt) was 37c and rewarm rate was 0.25c per hour. The water flow rate (wfr) was 2.2l per min. Nurse spoke with them about 20 minutes ago. Explained since they adjusted the settings and then resumed therapy, the device can take a little time to adjust accordingly. Confirmed the water temperature was slowly rising. Explained the patient may be losing heat a little faster, discussed counter warming per their protocol such as warm blankets, bair hugger, vent warmer etc. Recommended nurse monitor the water temperature and patient over the next hour. Water temperature up to 30.7c at end of call. Encouraged nurse to call back if they receive any alarms or continue to have issues. Per follow up information received via phone on 24feb2026, spoke with charge nurse who stated the device did not seem to warm beyond 32c and the target was between 36 to 37c. They used complimentary warming blankets to help increase the patient's temperature. Once the patient was close enough, the doctor ordered therapy end early. The device had been tagged for pick up over the weekend and they were unsure of its current location.

Event description:
It was reported that the nurse just swapped over to rewarming patient about 15 minutes ago and was concerned patient temperature (pt) dropping in an arctic sun device. Targeted temperature (tt) was 37c, patient temperature (pt) was 34.7c. Rewarming settings, rewarm from 35c to 37c at 0.25c per hr. Had them to adjust. Cool patient temperature (pt) to current patient temperature (pt) 34.7c and that change reflected on rewarm settings. Therapy running. Water temperature (wt) was 32.9c, water flow rate (wfr) was 2.2 l per m. Advised to monitor patient temperature (pt) for the next hour and if patient temperature (pt) decreases and water temperature (wt) was not increasing then call back. Sn (B)(6). Nurse stated they called recently regarding the patient not rewarming. They adjusted the rewarming settings, but the patient's temperature had dropped more. Patient was 34.7c and the rewarm from was set to 34.7c. Patient temperature (pt) was now 34.3c and the water temperature does not seem warm. Confirmed current water temperature was 28.7c. Targeted temperature (tt) was 37c and rewarm rate was 0.25c per hour. The water flow rate (wfr) was 2.2l per min. Nurse spoke with them about 20 minutes ago. Explained since they adjusted the settings and then resumed therapy, the device can take a little time to adjust accordingly. Confirmed the water temperature was slowly rising. Explained the patient may be losing heat a little faster, discussed counter warming per their protocol such as warm blankets, bair hugger, vent warmer etc. Recommended nurse monitor the water temperature and patient over the next hour. Water temperature up to 30.7c at end of call. Encouraged nurse to call back if they receive any alarms or continue to have issues. Per follow up information received via phone on 24feb2026, spoke with charge nurse who stated the device did not seem to warm beyond 32c and the target was between 36 to 37c. They used complimentary warming blankets to help increase the patient's temperature. Once the patient was close enough, the doctor ordered therapy end early. The device had been tagged for pick up over the weekend and they were unsure of its current location.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Targeted temperature (tt) was 37c, patient temperature (pt) was 34.7c. Rewarming settings, rewarm from 35c to 37c at 0.25c per hr. Had them adjust cool patient temperature (pt) to current patient temperature (pt) 34.7c and that change reflected on rewarm settings. Therapy running. Water temperature (wt) was 32.9c, water flow rate (wfr) was 2.2 l per m. Advised to monitor patient temperature (pt) for the next hour and if patient temperature (pt) decreases and water temperature (wt) was not increasing then call back. Sn (B)(6). Nurse stated they called recently regarding the patient not rewarming. They adjust the rewarming settings, but the patient's temperature had dropped more. Patient was 34.7c and the rewarm from was set to 34.7c. Patient temperature (pt) was now 34.3c and the water temperature does not seem warm. Confirmed current water temperature was 28.7c. Targeted temperature (tt) was 37c and rewarm rate was 0.25c per hour. The water flow rate (wfr) was 2.2l per min. Nurse spoke with them about 20 minutes ago. Explained since they adjusted the settings and then resumed therapy, the device can take a little time to adjust accordingly. Confirmed the water temperature was slowly rising. Explained the patient may be losing heat a little faster, discussed counter warming per their protocol such as warm blankets, bair hugger, vent warmer etc. Recommended nurse monitor the water temperature and patient over the next hour. Water temperature up to 30.7c at end of call. Encouraged nurse to call back if they receive any alarms or continue to have issues. Per follow up information received via phone on 24feb2026, spoke with charge nurse who stated the device did not seem to warm beyond 32c and the target was between 36 to 37c. They used complimentary warming blankets to help increase the patient's temperature. Once the patient was close enough, the doctor ordered therapy end early. The device had been tagged for pick up over the weekend and they were unsure of its current location. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.